Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient was trying to get a hold of a representative because they were having a lot of pain at the ins site. It was hard for the patient to lay on their back because it hurt so bad. They worried that the ins might have moved and noted that it seemed to "stick out further". They tried turning the stimulation down and off and that didn't help. No further complications reported.